Event description:
A physician reported that a patient with diabetes mellitus type 1 experienced severe hypoglycaemia with sweating and drowsiness in 2003, while using novo rapid (insulin aspart) in a novopen demi. The reporter stated that the event occurred because the patient injected insulin without having eaten anything. The patient was treated with glucagon by an emergency physician and was hospitalized for two days. The patient has completely recovered from the event.